Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker had displaced and the right ventricular lead exhibited unspecified issues. On (B)(6) 2017, the device and lead were explanted and replaced successfully with no distress to the patient.